Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. Available system performance indicators of calibration and quality control did not demonstrate an issue with the system. The customer sent patient samples to beckman coulter for interference testing. Interference testing by the complaint handling unit identified presence of patient-source heterophile and alkaline phosphatase-associated interferents in the patient sample. In conclusion, the cause of the reproducible elevated access accutni +3 results is a patient source interferent.

Event description:
On 15jan2020, the customer reported that on (B)(6) 2020 at 23:58, a reproducible elevated troponin I (access accutni +3) result of 0.128 ng/ml was generated on the laboratory's dxi 600 immunoassay analyzer (part number a71460 and serial number (B)(4)) for one patient. The initial elevated result was reported out of the laboratory. The customer's troponin I (access accutni +3) reference range is <0.03 ng/ml. The sample was also tested for troponin using an I-stat device; a result 0.00 ng/ml was obtained. The customer's I-stat troponin reference range is 0.00 - 0.08 ng/ml. There was a report of change to patient care or treatment which occurred in connection with this event. The customer reported the patient was admitted to the hospital due to the elevated troponin results and uncontrolled blood pressure. The patient was treated medically for these symptoms in the emergency room and admitted for cardiac evaluation and possible stress test. Cardiology consult completed (B)(6) 2020 for nonstemi (non-st segment elevated myocardial infarction) and hypertensive emergency. EKG (electrocardiogram) and echocardiogram were completed and patient had lexiscan stress test performed (B)(6) 2020. The stress test was negative and the patient was discharged later the same day. Medications administered to the patient while in the emergence room included: zofran 4mg IV (intravenously), morphine 2 mg IV, nitroglycerine 2% 1gm acw (anterior chest wall) , aspirin 325 mg, lovenox 100 mg subq (subcutaneously), cozaar 50 mg po (by mouth), omnipaque IV contrast for a CT (computerized tomography) scan, normal saline IV fluids. Calibration and quality control were performing within specifications at the time of the event. No issues with sample integrity were reported by the customer.